Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain ") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion medically important), abnormal uterine bleeding ("abnormal uterine bleeding"), device failure ("failure defect (incl other organ damage)"), injury ("failure defect (incl other organ damage)"), sexual dysfunction ("sexual dysfunction") and mental disorder ("psychological injury"). The patient was treated with surgery (hysterectomy (laparoscopic) (with ovaries conserved)). Essure was removed. The reporter considered abnormal uterine bleeding, device failure, injury, mental disorder, pelvic pain and sexual dysfunction to be related to essure administration. The reporter commented: unclear start / stop date both reported as (B)(6) 2017. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device failure, defect ("failure defect (incl other organ damage)"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion medically important), abnormal uterine bleeding ("abnormal uterine bleeding"), injury ("failure defect (incl other organ damage)"), sexual dysfunction ("sexual dysfunction") and mental disorder ("psychological injury"). The patient was treated with surgery (hysterectomy (laparoscopic) (with ovaries conserved)). Essure was removed. The reporter considered abnormal uterine bleeding, injury, mental disorder, pelvic pain and sexual dysfunction to be related to essure administration. The reporter commented: unclear start / stop date both reported as nov-2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-jan-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device failure, defect ("failure defect (incl other organ damage)"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion medically important), abnormal uterine bleeding ("abnormal uterine bleeding"), injury ("failure defect (incl other organ damage)"), female sexual dysfunction ("sexual dysfunction"), mental disorder ("psychological injury") and depression ("depression"). The patient was treated with surgery (hysterectomy (laparoscopic) (with ovaries conserved)). Essure was removed. At the time of the report, the outcome of depression was unknown. The reporter considered abnormal uterine bleeding, depression, female sexual dysfunction, injury, mental disorder and pelvic pain to be related to essure administration. The reporter commented: unclear start / stop date both reported as nov-2017 reporter mentioned impact in the patient's life style. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-jan-2023: the correct follow-up receipt date of this follow-up is 27-jan-2023 instead of 31-jan-2023. New adverse event reported: depression. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.